Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Not returned to manufacturer.

Event description:
It was reported during use that unit displayed a system failure message and there were no graphs or numbers being displayed. There was no patient injury being reported.

Event description:
It was reported during use that unit displayed a system failure message and there were no graphs or numbers being displayed. There was no patient injury being reported.

Manufacturer narrative:
The affected device was examined by dräger service and the service report as well as the log file were made available for further investigation at the manufacturer¿s site. Based on the investigation it could be confirmed that a device failure was detected and alarmed during operation on the (B)(6) 2021. If an unacceptable deviation occurs between the measured blower speed and the setpoint, the "blower defect" alarm is generated and the device switches to patient safe mode. In this case the ventilation stops and the high-priority alarm "device malfunction !!!" Is generated. Furthermore, the emergency breathing would open allowing the patient to breathe spontaneously. Ventilation of the patient with an independent ventilator may be required. Dräger concludes that the device reacted as specified for this condition. The detected deviation can be caused by different parts of the device. All relevant parts have been replaced and the device was successfully tested according to the manufacturer¿s specification. There was no patient injury being reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during use that unit displayed a system failure message and there were no graphs or numbers being displayed. There was no patient injury being reported.